Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer allegation was confirmed; there was a no image b30 error code after aeration, as well as a no data b30 error after aeration. The insertion tube insulation had a megaohm value = 1.5. Switch button one had scratches and switch buttons one through four (1-4) were not working, there was corrosion on the angulation chain, the plastic distal end cover was scratched/dented, and there was a crack in the bending section cover. The bending section was wet after the bending section cover was dried after aeration, the insertion tube was scratched, the light guide tube was buckled/scratched, and the scope connector was wet after dried aeration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e315 error (unsupported lens) while using the evis exera iii colonovideoscope. The issue occurred during preparation for use and there was no patient harm associated with the event.